Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support ran a system check and concluded that occlusion was due to blockage in cartridge. Customer changed cartridge and resumed insulin therapy. Customers blood glucose was 271 mg/dl.